Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that old remote manager was not removed from station. A field service engineer informed the customer that it was necessary to uninstall the old remote manager in order to allow the station to connect to the new remote manager. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the device not detected on bus.the customer stated that there was a delay in accessing medication to patient.there were no adverse events or injuries reported based on this incident.